Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age & date of birth: no patient involvement . A3: patient sex: no patient involvement . A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown . E1: establishment name: (B)(6). E1: phone number: unknown. E3: occupation: unknown. G4: 510(k) no.: k130520. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted, however a video was obtained. Confirmation of the provided video it was observed that the tube of the sampling line was fractured. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved product code/lot number no other similar report was found. Based on the investigation results, no anomaly was found in the manufacturing records. The cause of this case was thought to be some kind of impact load applied to the tube of the sampling line from shipment to the time of use. From our experience, it was thought possible that it became fractured when an impact load is applied while the tube is cooled. As a result of confirming the temperature in urumqi from shipment to the time of use, it was recognized that there was a period of low temperature. However, since the actual device could not be confirmed, it was not possible to clarify the cause of the occurrence. Relevent IFU reference: if the product is dropped during set-up, do not use it. Replace with another device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the sampling tube broke at the connection to the blood inlet port of the reservoir. The procedure outcome was not reported. There was no harm to the patient reported.